Event description:
It is reported that the patient was revised to a rotating hinge system on an unknown date due to recurrent dislocation.

Manufacturer narrative:
This report will be amended when our investigation is complete.